Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high and low blood glucose level. The high blood glucose level was 31 mmol/l. Customer also had low blood glucose level and it was 2.5 mmol/l. Current blood glucose level was 19.2 mmol/l. It was unknown that customer was using the insulin pump system within 48 hours of reported incident. Customer was treated with insulin injections. Customer stated that kinks, bends, or multiple large bubbles were not present along the tubing length. Insulin exited during troubleshooting. The cannula was bent and no leaks were presented. The insulin pump will not be returned for analysis.